Event description:
--

Event description:
Boston scientific received information that upon interrogation of this device, a low voltage alert (code#1003) was displayed. Boston scientific¿s technical services discussed reasons for the code and recommended device replacement. Stored data from the device was uploaded and reviewed by boston scientific¿s in-house engineering. A review of stored data confirmed that a low voltage alert (code# 1003) was declared in (B)(6) 2014. The voltage is currently 3.006 volts and therapy delivery is unaffected. Using historical daily battery voltage measurement data, the daily device power fluctuations were estimated. To date, the current appears steady, however, this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time.

Manufacturer narrative:
The available information suggests that this device remains in-service.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.